Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who stated a replacement nibp pump is needed as its not stopping and it pulls in air leading to a failure to form readings. The rse provided the customer replacement nibp assembly part information. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that pump malfunctions and there was loss of accurate pump reading. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer who stated a replacement nibp-pump is needed as its not stopping and it pulls in air leading to a failure to form readings. The rse provided the customer replacement nibp assembly part information. The customer replaced the nibp-pump to resolve the issue. It was confirmed the unit is now working as intended. Based on the information available in the case and the information provided, the cause of the reported problem was confirmed to be the nibp-pump. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.